Event description:
The customer reported that the insulin pump alarmed battery out limit, weak battery, failed battery test and had blank display. Customer stated that she changed the battery and the insulin pump did not work. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Advised the customer that replacement battery cap would be sent out. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).